Manufacturer narrative:
The insulin pump passed prime, displacement and basic occlusion test. The pump was received stuck in motor error alarm loop during bolus delivery and motor alarm noted in alarm history. The motor was tested outside of the device and passed. The motor may have had intermittent failure that was not detected during testing. The pump was unable to confirm excessive no delivery alarms due to motor error alarms. The pump was unable to perform occlusion test and excessive no delivery alarm tests due to motor error alarms. The pump was received with cracked reservoir tube lip and scratched display window. The drive support disk was inspected and no anomaly was noted. No check setting alarms was noted during testing. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's wife reported via phone call of high blood glucose readings, no delivery alarm and motor error from the insulin pump. The customer's blood glucose reading was 600+ mg/dl. The customer treated with a manual injection. The wife stated that they received a no delivery alarm while trying to fill tubing on the new set. The customer stated that the no delivery alarm is recurring. The customer was advised to clear the alarm with the escape and act buttons. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flushed. The customer reported the drive support cap to be flushed. The customer stated that there were motor position encoder errors in the alarm history. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.